Event description:
The customer called to report that she believes her pdm has been giving inaccurate bg readings. A review of her pdm history revealed fluctuating levels, from a high of 261 mg/dl to a low of 40 mg/dl less than two hrs later. She experienced a hypoglycemic episode which required attention from paramedics (who gave her glucose), though she did not go to the hosp. She will be visiting her doctor to review her pdm settings - the device, therefore, will not be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.